Manufacturer narrative:
Device evaluation summary: as received, the specimen consists of one-1 each mjncca-x, int 180-014; returned reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: as received, the specimen presents an overall length of 180.35cm, an angled tip length of 0.426cm/.168", a shaft diameter of .01290" to .01295", and a tip angle of 18.4°. The missing coil prevents verifying the coil length and diameter. A gage bushing certified to be .0140" passed over the length of the specimen. Observation findings: the specimen presents a missing distal coil with several bends over the distal 35cm of the exposed core wire. The joint regions present adhesive remnant material indicating the presence of the adhesive joints prior to the incurred damage. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician tried to use a nitrex nitinol guidewire for a pta procedure. It was reported that the distal tip of the guidewire was bent and split during the procedure. The tip detached. The procedure was completed using another nitrex guidewire. No injury to patient was reported.